Manufacturer narrative:
Amended fields: h6 - evaluation conclusion codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent partially deployed and fractured, requiring additional intervention. An eluvia EU, 7x150, 130 cm was selected for use. The target lesion was severely calcified with mild tortuosity and was approached contralaterally. After approximately 20mm of the stent was deployed, deployment ceased. The thumb wheel and blue pull grip were unable to advance deployment further. The handle was broken open to attempt to deploy the stent manually, but the stent still did not deploy. The delivery catheter was removed, and the physician noted that the eluvia had completely fractured. The physician elected to cover the fractured stent with another eluvia EU, 7x150, and the patient did fine. There were no patient complications.

Manufacturer narrative:
Amended fields: h6. Evaluation conclusion codes. Correction: h6. Patient codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to patient condition. The reported event occurred during deployment inside the patient which suggests that the patient anatomical feature such as the tortuosity and calcification likely contributed to the partial deploy and stent fracture.

Event description:
It was reported that the stent partially deployed and fractured, requiring additional intervention. An eluvia EU, 7x150, 130 cm was selected for use. The target lesion was severely calcified with mild tortuosity and was approached contralaterally. After approximately 20mm of the stent was deployed, deployment ceased. The thumb wheel and blue pull grip were unable to advance deployment further. The handle was broken open to attempt to deploy the stent manually, but the stent still did not deploy. The delivery catheter was removed, and the physician noted that the eluvia had completely fractured. The physician elected to cover the fractured stent with another eluvia EU, 7x150, and the patient did fine. There were no patient complications.

Event description:
It was reported that the stent partially deployed and fractured, requiring additional intervention. An eluvia EU, 7x150, 130 cm was selected for use. The target lesion was severely calcified with mild tortuosity and was approached contralaterally. After approximately 20mm of the stent was deployed, deployment ceased. The thumb wheel and blue pull grip were unable to advance deployment further. The handle was broken open to attempt to deploy the stent manually, but the stent still did not deploy. The delivery catheter was removed, and the physician noted that the eluvia had completely fractured. The physician elected to cover the fractured stent with another eluvia EU, 7x150, and the patient did fine. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.